Event description:
It was reported by service report that the breakaway head section had broken parts and missing pieces. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Release lever; breakaway head section.